Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no further details or no additional information is available the patient demographic info: age, weight, bmi at the time of index procedure? The diagnosis and indication for the initial surgical procedure in 2010? The initial approach for the index surgical procedure in 2010? Other relevant patient history/concomitant medications? Any concurrent procedure/device implantation? Were there any intra-operative complications during (B)(6) 2018 surgery? Product code and lot #? Will product be returned, please provide return date, tracking information?" What is physician¿s opinion as to the etiology of or contributing factors to this event? What were the findings during the mesh removal? Does the surgeon believe there is any product deficiency? What is the patient's current status after (B)(6) 2019 partial mesh removal?

Event description:
It was reported that the patient underwent a sling procedure in 2010 and the mesh was implanted. On (B)(6) 2018, the patient experienced pain and vaginal bleeding and at the examination, a hard filling/knot in the right vaginal corner approximately 1.5 by 1 cm was found and very tender palpation noticed. The patient underwent a surgery for removal of granulation polyp measuring 1 x 1 cm on (B)(6) 2018. It was also reported that at the medial of polyp the doctor found a mesh erosion where the mesh was exposed in the bottom. The mesh eroded to vagina. It was reported that granulation polyp was cut off and removed. The tissue edges around the erosion was revised and sutured over mucosa.